Manufacturer narrative:
The used device has been returned to navilyst medical and will be forwarded to our supplier, (B)(4) for evaluation along with a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, during a procedure performed in the ir department, the hub detached from the sheath portion of a coaxial sheath/dilator assembly. The sheath tubing was retrieved from the patient without complications. The used device has been returned to navilyst medical for evaluation.